Event description:
It was reported the device was used during a laparoscopic cholecystectomy (vlc). It was reported by the affiliate that the clips did not close properly. It was reported by the affiliate that the clips are not aligned to the jaws. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based on the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and would not form the clips properly, making the instrument non-functional. No conclusion could be reached as to how this damage occured. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continoulsy improve the products.